Event description:
It was reported that this lead was exhibiting noise and oversensing in a pacemaker dependent patient. Additionally, no sensing amplitudes were noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).